Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry and microbiological testing on a retained unit were performed; all results were within spec.

Event description:
A female pt reported that she was receiving treatment (type unk) for a "severe eye infection" following use of complete moistureplus multi-purpose solution. In 2007, the MFR became aware that this pt also submitted voluntary medwatch form to the FDA, on which she added "corneal ulcer" to the report. Status of pt recovery is unk. No further info has been received despite 3 follow-up attempts. Two months later, in response to an FDA request for add'l info, amo sent a supplemental report to the FDA regarding this incident.